Event description:
Reportedly, a valve was explanted after an implant duration of 2 years 4 months (28.43 months) due to aortic stenosis. Customer reported that a magna 3000j19 was implanted for aortic valve replacement (avr) to correct severe aortic regurgitation (ar) and thoracic aortic aneurysm on (taa) on (B)(6) 2009. Total aortic arch replacement and elephant trunk procedure for descending aorta were performed at the same time. On (B)(6) 2009, descending aorta replacement was performed as two-stage. In (B)(6) or (B)(6) 2011, patient complained of lassitude and fatigue and was diagnosed with aortic stenosis (peak 71mmhg) by transthoracic echocardiography (tte) and with hemolysis (ldh 685) by blood exam. Also confirmed systolic bruit by auscultation. Customer prescribed anplag and kept monitoring for hemolysis. Ldh was decreased to 500; however, no improvement was observed in patient's subjective symptom. On (B)(6) 2011, magna 3000j19 was explanted for re-avr to correct as. During surgery, host anatomy overgrowth was observed at two stent posts (lcc/ncc and rcc/ncc) and it reached to leaflets area in outflow. The overgrowth at lcc/ncc was heavier than rcc/ncc and adhered to valsalva sinus. No swelling or shortening of leaflets was observed. Coaptation matched. No calcification was noted as far as visual impression. Customer felt that this explant was earlier than they expected and commented it was unknown whether this explant was device related or not. Customer assumed that host anatomy overgrowth contributed to stenosis.

Manufacturer narrative:
(B)(4) - pannus tissue / host tissue overgrowth. Method: device received, evaluation anticipated, but not yet begun. Conclusion: device evaluation anticipated, but not yet begun. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Method: x-ray. Evaluation summary: as received, leaflet 3 appears to be partially open. Heavy host tissue overgrowth encroached onto the tissue inflow and into the orifice at the greatest point by approximately 5mm. Thin layer of host tissue overgrowth is detected at the tissue outflow. Host tissue overgrowth is heavy onto commissure 3 and is detected at the free margin of leaflet 3. The dense layer of host tissue exhibit cuts most likely due to explant. Host tissue overgrowth may have led to stenosis. At the free margin of leaflet 3 at commissure 3, a cut is noted that measures to approximately to 2mm. Serrated markings are noted in the cusp area of leaflet 2. Most of the sewing ring has been cut off exposing the wireform at the inflow aspect. Minor stent distortion is detected visually and in the x-ray. A cut in the band is detected along leaflet 1 and measured to approximately 3mm. Dark brown residue is evident along the exposed wireform may be due to thermal surgical tool. These distortions are most likely due to explant. The returned device was examined visually and with a light microscope (asset # (B)(4)), digital microscope (asset# (B)(4)). The x-ray used met ID# (B)(4), ruler ID# (B)(4). Additional manufacturer narrative: (B)(6) 2011- research and development observed the valve and concluded with the following:" although a certain degree of host tissue growth is common and beneficial to bioprosthetic heart valves, it is unusual for a valve to have such extensive host tissue growth within such a short period of time. Since the mechanism of host tissue overgrowth in bioprosthetic heart valves is still not fully understood, the root cause for host tissue growth for this particular valve cannot be determined at this time.